Event description:
It was alleged that during a case the stopcock on the cannula began to leak fluid. The installation was changed in the middle of the case under torniquet, causing a delay to the case.